Event description:
It was reported that the patient was not getting coverage for pain across the chest area. The patient underwent a revision procedure wherein the lead was pulled down. The patient was doing well postoperatively.